Event description:
It was reported that the customer experienced a blood glucose level of 30 mg/dl. Reportedly, the cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. The customer required assistance from paramedics to treat bg level via glucagon injection. The customer declined troubleshooting with tandem technical support and decline to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.